Event description:
I had the bravo esophageal ph procedure performed via endoscopy on (B)(6) 2014, at the (B)(6). On (B)(6) 2014, I was informed that there was a complete technical failure of the ph monitor and it recorded 4 minutes out of 48 hours. I believe this is an FDA approved product manufactured by medtronic. I understand that things happen, but it's unfortunate and I would hope the company would have better quality control or some assurance that the device is working before the pt leaves the hosp.